Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the basket was advanced along a guidewire into the doudenal papilla, but failed to enter the bile duct. The basket was removed and there was a crack found on the basket . Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the basket wire was in good condition. The basket shows remains that it was used. During functional inspection, the basket extended/retracted without issues. The reported event of basket wire break was not confirmed. Based on all available information, the analysis results shows that the basket wire was in good condition and during the functional inspection. Therefore, the root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the basket was advanced along a guidewire into the doudenal papilla, but failed to enter the bile duct. The basket was removed and there was a crack found on the basket . Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.